Manufacturer narrative:
(B)(4). One used lf4200 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the used device found no defects. The device was tested on simulated tissue medium as well as porcine kidney tissue, with multiple seals on vessels of various sizes and pressing different locations on the activation button. All seals were completed successfully and end tones were heard each time indicating completed activation cycles. A review of the device history records for this lot found no potentially contributing entries. Factors during use of the product can affect tissue sealing quality. The instructions included with this product contain tissue sealing recommendations as well as troubleshooting.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not coagulate tissue with initial use. No patient injury occurred and another device of the same type was used to complete the procedure.